Event description:
It was reported that the chamber connection was leaking. No patient injury reported.

Manufacturer narrative:
Other text: there were no non-conforming reports (ncrs) initiated for the lot or anomalies identified in the device history record review. The lot met the requirements for release. No deviations identified during manufacturing. Units were received for evaluation. The complainant returned units were visually inspected and damage was observed. Samples could not be tested for leakage since the sample were received with bend tubes. Complaint could not be confirmed., corrected data: h5.